Event description:
The customer reported that the entire system is down and it is slow to boot. A patient was involved but not injured.

Manufacturer narrative:
The ge service rep erased the system nodes and reloaded the software. The system operated as intended.